Manufacturer narrative:
D10/h2/h3/h6: the enclosure charger and pcba mobile viewing station (mvs) power were returned and are currently under analysis. Previously submitted codes 4118, 3233 and 11 are applicable. D11/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, lot #: rev. 2 : s/n (B)(6), product ID: bi71000181, lot #: rev. 3 : s/n (B)(6), h2: correction - the lot number of the ias power tray was corrected to rev. 1 : s/n (B)(6). H2/h3/h6: analysis was completed on the supply board determined that the complaint of not being able to take an image could be confirmed. Visual inspection showed component f4 was electrically overstressed. Codes 10, 120 and 4307 are applicable. Analysis on the power supply was completed and the complaint of not being able to take an image was confirmed. The power supply failed bench testing. The output voltage drifted to 5.1848vdc. Codes 10, 120 and 4307 are applicable. Analysis of the inverter could not confirm the complaint of not being able to take an image, however visual inspection confirmed that there were damaged components. Connectors j3, j1 and transistor u1 were damaged. Capacitors passed bench test. Measured capacitance were within range. Codes 10, 120 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used for a cervical spine procedure. It was reported that the system will not take x-ray images. The case was completed by rolling a second imaging system in and proceeding. There was more than one hour delay, and no reported harm to the patient present.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and was getting error code 143. The backplane power had low voltage. There was a fluctuating power output which caused the power tray contactor to turn off and caused the generator to lose power which caused the error. Hardware parts were replaced and the system was performing as intended. Codes 10, 120 and 4307 are applicable. D10/h2/h3/h6: the pcba supply board, the power supply (ps1), the inverter and the image acquisition system (ias) power tray were all returned for analysis. Codes 4118, 3233 and 11 reflect this. D10/h2/h3/h6: the started was returned and analyzed. The issue could not e confirmed. The starter was installed in a test system and the system readied and booted multiple times. 2d and 3d images were successful and no errors were observed while testing. Codes 10, 213 and 67 are applicable. D11/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000577; serial/lot #: rev. 2 : s/n (B)(6), product ID: bi71000576; serial/lot #: rev. 2 : s/n (B)(6), product ID: bi71000450; serial/lot #: rev. 2 : s/n (B)(6), product ID: bi71000468; serial/lot #: rev. 2 : s/n (B)(6), product ID: bi71000861; serial/lot #: rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: pn: bi71000181 lot: rev. 3 : s/n (B)(6), pn: bi71000175 lot: rev. 2 : s/n (B)(6), pn: bi71000861 lot: rev. 1 : s/n (B)(6), h3: the mobile viewing station's power kit was returned and they were able to confirm the reported complaint. They installed the power board and the test system initialized. However the mobile viewing station did not power on. There was also no power to the image acquisition system. The generator, and communication and charging did not ready. The enclosure charger was returned and it was noted that the charger enclosure passed bench test and was installed into the test system and did not initialized. Motion readied, but the generator did not ready. Also, the communication connected but did not ready. Stand alone mode was observed. The image acquisition system power tray was returned and they were unable to confirm reported complaint, they verified that both fuses in the power tray tested good. When install into the test system it was observed that the system powered on, booted, readied several times and functioned as expected. They were able to take multiple 2d and 3d images. No functional problem found while under test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.